Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/ reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/ reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric tube construction in an esophagectomy procedure, the handle was inserted into the shell, but the handle display was black and was unable to be used. Another handle was used with the new shell, but the handle displayed power handle error. Another device from the competitor was used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury. Medtronic's initial evaluation of the incident is that an analysis of the system logs noted that it was determined to be a result of a software error. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible.